Manufacturer narrative:
Product event summary: the controller was returned for evaluation. No performance allegations were made against the devices; therefore, the purpose of this investigation is solely to evaluate the performance of the returned devices against current manufacturing/design specifications. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis revealed a decrease in power consumption and estimated flow on 04-mar-2021 and six (6) low flow alarms logged on 04-mar-2021. Analysis of the event log file revealed one (1) controller power up and associated motor start event logged on 27-feb-2021 at 14:05:33, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that a battery was connected to power port one (1) with 26% relative state of charge (rsoc) and another battery was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and another battery was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were observed leading up to the loss of power. A possible root cause of the observed loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.